Event description:
Healthcare provider office called to report a right side deflation. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation:observed, one opening on anterior assessed as surgical damage. Anxiety¿product/procedure: unable to observe since it is a medical event and is not related to the device. Additional observations: crease is observed. Black particles in device outer surface are observed.

Event description:
Healthcare provider office called to report a right side deflation. Device has been explanted.

Event description:
Device has been explanted.